Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer treated with a pen. The customer had high readings and the set fell out of her body. The customer does not use soaps or lotions on the site. The customer was recommended IV prep. The customer was advised to monitor the problem and call back if issues persist.